Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated with mdrs #2937457-2014-00457 and 00458, 1225714-2013-02941, 02942, 02943 and 02944.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008, after the use of the product.